Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open coronary artery bypass graft, while on coronary anastomosis, suture broke when tying the knot after three throws. Another device was opened and used to complete the case. There was no patient injury.